Event description:
A malfunction was reported by the customer, indicated by the error code 16-0x20e6. There was no reported impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.